Manufacturer narrative:
Final analysis of the device revealed no anomaly, normal device function. Drug in the pump was bupivacaine.

Manufacturer narrative:
Catheter model: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
Unexplained motor stalls were reported. One stall was noted in pump logs. Patient experienced a feeling at the pump approximately 2 months ago and described it as "shocking." The pump was replaced and the drug noted as "other" was removed from pump and transferred to new pump. Patient recovered with sequela.